Event description:
The customer reported the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
There was no ge service performed. The fault was cleared by the customer.